Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, device was found to reach eri few months back. However, the battery voltage was found to be normal. Device was explanted and replaced. Patient was fine.